Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor and a large ketone level identified as dangerous by healthcare provider. Reportedly, the customer did not fill the infusion set tubing with insulin. Bg was addressed via the customer was instructed to consult with healthcare provider regarding bg level.